Event description:
Customer's wife reported blood glucose results of 119 mg/dl and 224 mg/dl within 10 minutes on the advantage system, 205 mg/dl and 430 mg/dl within 10 minutes on the advantage system. Customer reported no symptoms, no adverse event reported. A request was made for the return of the system, replacement was sent.